Event description:
In 2007, I was admitted to hospital, to have a jackson pratt drain placement procedure. At this time, my port was accessed and used. I became very sick within two days and 6 days later, was hospitalization with a fever of 102.9. It took days for my internist to discover exactly what was causing the problem. The culture of my drain fluid grew out serratia and later stenotrophomonas. I was informed by a relative -nurse- about the recall of pre filled heparin lock flush solution usp and would like to know if the hospital could have used this product to lock and flush my port on the day of the procedure. I was hospitalized for 11 days and am still on IV drug endomiacin and a double strength sulpha medicine. I have a question about pre-filled heparin lock flush solution usp recall. Can you find out if this was the cause of my infection?